Event description:
It was reported that the rigid video scope had a dark spot on the screen. The issue was identified during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on distal edge and cracks on video connector side were found. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. The most probable root cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had a dark spot on the screen. The issue was identified during preparation for use. There were no reports of patient harm.